Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient experienced soreness in the muscle beneath their lead exit sites, as well as tenderness and swelling. The patient presented in-clinic the following day with serosanguinous drainage on their bandage and erythema around the lead exit site. A photo was provided and appears to show redness at the exit site, as well as faint redness approximating the shape of a waterproof bandage. The patient's physician diagnosed the patient with an infection and elected to remove the leads prior to the planned end of treatment date. There was no report of a culture to confirm the suspected infection. The patient was prescribed antibiotics (bactrim) for treatment of the issue. The patient reported experiencing itching beneath the bandage prior to the onset of the issue reported in this complaint. Given the previous report of itching beneath the bandage and the shape of redness in the photo attached to this complaint, it is possible that sensitivity to adhesive system components (e.g., the bandage) may have caused or exacerbated the issue reported in this complaint. The issue reportedly resolved with no lasting effects, per an update provided by a representative in contact with the patient.

Event description:
The patient experienced soreness in the muscle beneath their lead exit sites, as well as tenderness and swelling. The patient presented in-clinic the following day with serosanguinous drainage on their bandage and erythema around the lead exit site. Additionally, the patient reported that they had a fever of 100.4 the previous night. The patient was diagnosed with an infection, prescribed antibiotics, and their leads were removed prior to the planned end of treatment date.